Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 12/19/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer's wife stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 130-200 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of hi mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/15/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called in states the meter is reading high. The customer states that sugar usually runs high and that he has no symptoms. Customer originally called in stated meter displayed e5, after trouble shooting, meter displayed hi. Customer normal blood sugar fasting 130-200 mg/dl.